Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had been experiencing lower back pain for a few days and wanted to turn their stimulation up to try to compensate for some of it. Pt stated when they went to turn up the intensity, they received 'settings not available [59]' screen. This happened to both of the groups, a and b. Pt stated they turned their therapy off and back on, and they were able to feel the light tingling sensation, so they knew that their therapy was still functional, they just weren't able to turn stimulation higher. The patient was redirected to meet with a healthcare provider to further address the issue. Agent provided pt with a physician listing and nas-national answering service's phone number since they were out of town so they could get in touch with a rep to check their settings and possibly reprogram for their lower back pain. Pt mentioned they had to move slower due to their lower back pain. Pt mentioned that they previously had more groups and options before their last reprogramming session - now they only have groups a (which kept the settings from their original programming) and b. On (B)(6) 2023, additional information was received from manufacturer representative (rep), who called while meeting with pt and reports pt seeing settings not available message for about 1 month. The rep reports that a few contacts are showing do not use on impedance check, but are not part of pt's current programming. The rep also reports seeing the oor message on the cp (clinician programmer) during the call, despite reprogramming contacts and intensities. The rep noted that pt's lead is over 10 years old and plans to follow up with pt's healthcare provider (hcp) today to discuss possible replacement. The rep reports pt spends part of his time in tampa. Further information received from the consumer reported that they were reprogrammed and the issue was resolved.